Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the metal cap exhibits moderate charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 90,222 joules and 17:22 minutes of usage, the cap detached outside the patient and diminished vaporization&#55319;as noted. The procedure was completed using an alternative method, turp. Patient outcome: "ok" reported. No injury to the patient was reported.